Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Report of formal claim received from (B)(4) regarding pinnacle mom hip implant revision. No confirmation of revision received and no reason for potential revision provided.

Manufacturer narrative:
Conclusion and justification status: the complaint states report of formal claim received from (B)(6) regarding pinnacle mom hip implant revision. No confirmation of revision received and no reason for potential revision provided. A review of complaints databases did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.